Manufacturer narrative:
Device evaluation summary: additional testing was performed on the device. Foreign matter was noted in the valve chamber. Biofilm growth was noted on the valve. The slit valve was removed from the device using a razor blade for testing. Pressure testing of the slit valve was performed, the outside to inside pressure was noted to be 0.76 psi. The inside to outside pressure was noted to be 10 psi. The valve was cross-sectioned along the sealing mechanism, and examined microscopically with a magnification between 20x-60x. The surface of sealing mechanism showed typical axial lines parallel to the valve access due to the blade cutting direction during valve manufacturing. The inner edge of the cut appeared to be more defined than the opposite edge, likely a consequence of the valve slitting process.

Manufacturer narrative:
Medwatch sent to the FDA on 11/22/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, patient experienced "epigastric pain, vomiting. Balloon was hyper inflated." Device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to the apollo. A visual examination was performed on the device, and noted the returned device to be discolored, and the shell was dark blue in color. The valve patch was also noted to be blue in color. White particles were noted on the outer surface of the shell, and a visual opening/hole was noted on the radium of the shell. A valve test was performed and the flow of di water was continued and unobstructed. An air leak test was performed and leakage was noted from four separate openings on the shell. The openings were noted to be striated, consistent with damage from a surgical tool. Under microscopic analysis, brown particles were observed in the valve channel/hole.